Manufacturer narrative:
The laptop should have been replaced during an on-field service visit, but the customer didn't reply despite several attempts. As the device was not returned, the complaint could not be confirmed. The customer will be informed that a swollen battery poses a safety risk to users and patients. Therefore the laptop should be returned to vyaire or if that is not possible, scrapped in accordance with hazardous materials disposal. The risk evaluation of this complaint results in a risk acceptance level of a medium acceptable health risk.

Event description:
The customer reported that the battery of the vyntus spiro laptop was swollen. There was no patient involvement.